Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) reported to fresenius technical services that the wires behind the stage 1 motor protection switch of the aquabplus reverse osmosis (ro) system had burn marks and missing wiring. There were visual indications of thermal decomposition on both the top and bottom wires. The bottom orange wire is missing insulation. The reported issue was discovered during machine repair. The biomed was initially contacted when the ro system powered down. No diagnostic messages or audible alarms were received. Additional information was obtained during follow-up. There was no observed burning smell, smoke, spark, flame, or arcing. The biomed was contacted by the facility outside of clinic hours when the ro system would not start. The patient care technician (pct) told the biomed that the power switch was repeatedly pressed in the attempt to start the ro system. The biomed believes this may have contributed to the identified thermal damage. There were no blown fuses identified within the external disconnect. The ro system is connected to its own breaker. There were no local power grid issues or electrical storms on or around the time of the reported event. It could not be confirmed whether the thermal overload relay tripped. The biomed installed the stage 2 motor protection switch and wiring harness into stage 1 in order resolve the thermal damage. The biomed placed the ro system into emergency mode 2 in order to return the ro system to service. The biomed later installed replacements for the motor protection switch and wiring harness into stage 2 in order to return the ro system to full operation. No parts are available to be returned to the manufacturer for physical evaluation. There was no patient involvement nor personal harm to any patients or individuals as a result of the reported issue.

Manufacturer narrative:
Plant investigation: the provided intake information and pictures reveal thermal damage of the wiring at the motor protection switch and can be confirmed based on the mentioned information. The likely reported cause of the tripped motor protection switch is a bad electrical contact. It cannot be excluded that a wire connection became completely loose or was missing which caused the bad contact to run pump p1 with only with two line conductors. The thermal overload relay and/or motor protection switch will trip due to the unbalanced load and high currents. The design of the cable lug/blade receptacle in use is not adequate and causing transition resistance. This transition resistance results in high thermal energy during pump operation. The pressure pump do cause high currents during pump starts and usual operation, and with a higher electrical resistance also the thermal load at the wiring and included cable lug/blade receptacle do increase until the reported heat damage as reported within the provided pictures occurs. The device was built before an improved design of the blade receptacles was released. As prevention it is recommended to replace the wires of the motor protection switch in stage 1 and 2 replaced against the improved design.

Event description:
A user facility biomedical technician (biomed) reported to fresenius technical services that the wires behind the stage 1 motor protection switch of the aquabplus reverse osmosis (ro) system had burn marks and missing wiring. There were visual indications of thermal decomposition on both the top and bottom wires. The bottom orange wire is missing insulation. The reported issue was discovered during machine repair. The biomed was initially contacted when the ro system powered down. No diagnostic messages or audible alarms were received. Additional information was obtained during follow-up. There was no observed burning smell, smoke, spark, flame, or arcing. The biomed was contacted by the facility outside of clinic hours when the ro system would not start. The patient care technician (pct) told the biomed that the power switch was repeatedly pressed in the attempt to start the ro system. The biomed believes this may have contributed to the identified thermal damage. There were no blown fuses identified within the external disconnect. The ro system is connected to its own breaker. There were no local power grid issues or electrical storms on or around the time of the reported event. It could not be confirmed whether the thermal overload relay tripped. The biomed installed the stage 2 motor protection switch and wiring harness into stage 1 in order resolve the thermal damage. The biomed placed the ro system into emergency mode 2 in order to return the ro system to service. The biomed later installed replacements for the motor protection switch and wiring harness into stage 2 in order to return the ro system to full operation. No parts are available to be returned to the manufacturer for physical evaluation. There was no patient involvement nor personal harm to any patients or individuals as a result of the reported issue.